Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 08-feb-2021, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. It was reported that the patient had a pump replacement on (B)(6) 2025. The patient went into active, obvious baclofen withdrawal. A potential contributing factor was that the patient was not particularly mobile. A catheter dye study was performed on (B)(6) 2025 and the patient's positions were adjusted to determine if the catheter was kinking due to position. It was determined that there was a positional kink in the catheter. The patient was returned to the operating room for a catheter revision. The patient was doing well after the catheter revision. The issue was resolved at the time of the report.